Event description:
It was reported that during the implant procedure the right ventricular(rv) lead had low impedance and the left ventricular (lv) lea d would not advance. The rv lead was advanced into the rv and helix extended. Measurements via the analyzer showed normal r-waves but low impedance. The lead connections and helix extension were checked, but the measurements remained the same. The lead was explanted and replaced with a new lead that showed acceptable measurements. No patient complications have been reported asa result of this event.

Manufacturer narrative:
The lead was returned and analyzed. No anomalies were found. Blood was observed on the distal conductor. (B)(4).